Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, it was found that the clip could not be deployed. Reportedly, the physician decided to pulled off the clip, and pulled half-way, the wound bleeding, the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, it was found that the clip could not be deployed. Reportedly, the physician decided to pulled off the clip, and pulled half-way, the wound bleeding, the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, it was found that the clip could not be deployed. Reportedly, the physician decided to pulled off the clip, and pulled half-way, the wound bleeding, the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device has evidence of premature deployment. Microscopic examination was performed and it was found that the yoke is attached to the control wire. The bushing is deformed and has hits. A dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were out of specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.